Event description:
Hcp reported he had a pt recently diagnosed with an inflammatory mass and has a neurological deficit. An MRI was performed which confirmed the prsence of a mass confirmed via MRI. A consultation with a neurosurgeon is pending. A follow up report will be sent when add'l info is obtained.